Manufacturer narrative:
Additional information: d9device evaluation: follow-up report submitted to document device evaluation results.

Event description:
The manufacturer service technician reported that the ramp assembly is missing. The event occurred during service testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.

Manufacturer narrative:
A follow up report will be filed once the quality investigation is complete.

Event description:
The manufacturer service technician reported that the ramp assembly is missing. The event occurred during service testing. There was no patient involvement, no delay, no medical intervention, and no adverse consequences.